Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 16a036, 18c039, 18d041, 18e021, 18h016, 18j007, and 18j034. Five of the fifteen reported devices were received for evaluation. All five devices were labeled for single use. For the first and second returned devices, visual inspection revealed a pool of fluid inside the device¿s housing. A functional leak test was performed by filling the bladder. After fill, a leak was observed from one side of the bladder crimp. The reported condition was verified for the first and second samples. The cause of the condition was determined to be a manufacturing issue. For the third and fourth returned devices, visual inspection on the returned units noted evidence of leak/backflow at the fillport. Further inspection on the devices reveals the cause of the leak/backflow condition was due to particles lodged under the device checkband. For the first device, the particles were subsequently identified to be acrylic material, consistent with the material in the stressmember. The reported condition was verified for the third sample. The cause of the condition could not be determined. For the second device, the particle was identified to be glass material via fourier transform infrared spectroscopy (ftir) spectroscopy testing. The reported condition was verified for the fourth sample. The cause of the condition was determined to be a use error of using a glass ampule without a filter during filling. Per the instructions for use provided with this device, the user is instructed to fill the device by injecting medication through the filling port using a syringe with luer tip. For the fifth returned device, visual inspection revealed fluid in the bag that contained the device. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The fifth device was found to be conforming product. For three of the fifteen reported devices, the actual device was not available; however, a photograph of the sample was provided for evaluation. For two of the photographs, visual inspection of the photograph did not reveal evidence of a leak. The reported condition could not be verified through evaluation of the photographs. For the third photograph, visual inspection of the photograph revealed that a leak had occurred. The location of the leak could not be determined through evaluation of the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for the alleged lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that fifteen (15) large volume infusors were leaking. Of the 15 events, one device was leaking from the base of the bladder, two devices were leaking due to top valve damage, one device was leaking from the blue winged luer cap, two devices were leaking from an unspecified location on the bladder, and nine devices were leaking from an unspecified location. None of the events involved patients. No additional information is available.

Manufacturer narrative:
Two additional single-use devices were received for evaluation. For the first device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For the second device, visual inspection revealed fluid inside the bag that contained the device. Further inspection revealed that the cause of the leak was due to partially broken tubing at the junction of the luer. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.